Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message and powered off was confirmed during the functional testing and the archive data review. The fault code 16 was replicated during functional testing upon powering up the platform. Per design, the autopulse platform will self-power off 2 minutes after an error code is encountered and if there is no user activity. The root cause of the reported complaints was a seized brake gap caused by corrosion on the brake housing area of the drivetrain motor, likely due to user maintenance. Frequent daily device checks and storing the autopulse platform in a low-humidity location could help prevent the brake gap from seizing. The archive data indicated multiple fault 16, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering up, and there was no brake activation, confirming the reported complaint. The corrosion was removed by gently tapping the brake with a small hammer, and the sticky brake was fully released by cleaning it with isopropyl alcohol (ipa). The brake gap was checked and found to be within the specification. The platform was further tested using the 95% patient large resuscitation test fixture (lrtf), and no issues were noted. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message during the device check. Upon rebooting the platform, the analysis process was restarted, but the platform powered off automatically during the analysis. No patient involvement.